Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 222626240 was returned and analyzed. Visual inspection of the mapping catheter showed the introducer was removed from the shaft. Visual inspection also showed the pebax was kinked at the joint to the shaft. In conclusion the mapping catheter failed the returned product inspection due to the pebax kink at the shaft attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.